Event description:
This male patient with a history of obesity, hyperlipidemia, diabetes, and renal failure was admitted for coronary intervention due to chest pain and was ruled in for acute myocardial infarction. Angiography revealed severe triple-vessel disease, including a chronic total occlusion in the right coronary artery (rca), a 99% critical stenosis in the left circumflex (lcx) and a 99% critical stenosis in the left anterior descending artery (lad). The physician considered coronary bypass; however, due to the emergent nature of the patient's presentation, he opted to treat the culprit lesion in the lad with percutaneous coronary intervention (pci). The target lesion was described as a diffuse, de novo, concentric, type c stenosis, extending from the proximal through the mid-lad for a total of approx 60mm. The reference vessel diameter was 3.5 in the proximal portion tapering to 3.0mm in the distal portion. Flow through the vessel was timi 0. Heparin, aspirin and ticlid were administered. Clotting times were not measured during the procedure. The lad lesion was pre-dilated with a 3.0 x 15mm balloon inflated to max of 10 atms. A 3.0 x 33mm cypher stent was positioned in the most distal portion of the lesion and was deployed to 16 atms. A second cypher stent, 3.5 x 33mm, was positioned proximally to and overlapping the first and was deployed to 16 atms. Post - dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0% and flow through the vessel was timi iii. Clotting times were not measured. The physician then turned his attention to the lesion in the lcx. The lesion was described as a diffuse, de novo, concentric, type c stenosis, extending through the distal lcx for a total of approx 28mm. The reference vessel diameter was 3.0mm. Flow through the vessel was timi 0. The lesion was predilated with a 3.0 x 15mm balloon inflated to max of 10 atms. A 3.0 x 28mm taxus stent was deployed to 16 atm. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0% and flow through the vessel was timi iii. Following successful stent implantation, the patient was sent for hemodialysis secondary to his chronic renal failure and high amount of contrast used during the complex procedure. The following day, the patient complained of chest pain. He was transported back to the cath lab for repeat angiography. A thrombus was observed in the two cypher implanted in the proximal through mid-lad and in the taxus stent implanted in the distal lcx. An intra-aortic balloon pump (iabp) and percutaneous pacing wires were inserted for hemodynamic support. Aspiration thrombectomy and add'l balloon inflations were conducted to successfully restore flow to the vessels; however, the patient did not regain consciousness. The patient ultimately expired due to acute heart failure. No autopsy was performed. The treating physician believes that the possible cause of the thrombotic event was because blood clotting got abnormal secondary to hemodialysis, which increased the viscosity of the blood. This cypher is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR. Report#s: 9616099-2007-02175 and -02176.